Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported she experienced an elevated blood glucose level of 449 mg/dl in the morning on (B)(6) 2011. Pt stated she changed the infusion set and took correction via the infusion device; was not successful. Pt's normal blood glucose level is approx 130 mg/dl. Pt reported she felt sick and experienced nausea. Pt stated during the night she experienced two e4 (occlusion) error messages. Pt reported she changed the infusion sets. Pt stated in the night, she noticed the infusion device was making unk noises. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery cover and the infusion adapter for eval.